Event description:
Report received of an over-delivery of a narcotic due to programming error. According to the customer contact, the patient was ordered to receive fentanyl 10mcg/ml in the continuous mode at 1 mcg/hour. The nurse reportedly programmed the pump incorrectly with a drug concentration of 1 mcg/ml. The infusion was started in the recovery room and the misprogramming was noted approximately 5 hours later when the patient was transferred to a regular room. There was no adverse event with the patient. The pump was removed from clinical service. There were no medical interventions required.